Manufacturer narrative:
(B)(4): additional information. The sample was received for evaluation on (B)(4) 2011. A companion sample was submitted for evaluation for the reported condition of a leak. A visual examination was performed on the sample and found no abnormalities. The sample was also submitted to functional testing and the results were satisfactory. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. After reviewing the results of all the tests, it was found that the set worked according to the procedure and the condition of a leak was not detected in the sample. The reported condition was not confirmed and the root cause of this condition was not identified.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Event description:
The customer reported to baxter (B)(4) a basic solution set that had a leak. According to the report, the set was leaking during tpn infusion. The sample (sister) is available for evaluation. The condition occurred during patient use. There was no patient injury or medical intervention associated with this event. This is report 1 of 3 of the same reported problem from this facility. No additional information is available.